Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was inaccurate high compared to another meter. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that on an unknown date in (B)(6) 2011 she attempted to test with the meter and obtained an allegedly high reading of "80mg/dl" on the subject meter. The patient was unable/unwilling to provide information about her diabetes management. The patient was unable/unwilling to report if she made any changes to her diabetes management based on the reading. The patient reported that she became "shaky and sweaty" approximately 1 hour after the product issue began. The patient advised that she received no treatment for the product issue. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was not using the meter for the first time and that the product issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.